Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified, the probable cause "no image" likely occurred due to video cable connector socket due to defect on the video cable connector socket was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus, the video system center had image with interference. The image was noisy, and object cannot be observed. The issue was found during preparation for use. The patient was not under anesthesia. The facility finished the procedure with a similar device. The intended diagnostic procedure was bronchoscopy. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.